Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a damaged temp in cable. The device was evaluated upon receipt. Damaged temp in cable. Replaced temp in cable. Level sensor damaged. Performed pm procedure. Replaced mixing pump, circulation pump, drain valve, heater, level sensor. Passed calibration and functional test. A device history review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature issue. Per follow up information received via email on 18jul2024, device has been sent in the bd facility. Device issue not yet resolved, in transit with the carrier. Therapy delivered with another device available in the hospital. Patient involved without impact. Per sample evaluation results received via task on 06sep2024, it was reported that the level sensor was damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature issue. Per follow up information received via email on 18jul2024, device has been sent in the bd facility. Device issue not yet resolved, in transit with the carrier. Therapy delivered with an other device available in the hospital. Patient involved without impact.